Event description:
(B)(6) study. It was reported that there was a device related thrombus. On (B)(6) 2020, the patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 17.0 mm. The patient was discharged on aspirin and clopidogrel. It was noted that the transesophageal echocardiogram (tee) performed prior to the procedure on (B)(6) 2020 revealed no evidence of intracardiac thrombus, atrial septal defect and no evidence of laa thrombus. On (B)(6) 2020, 51 days post procedure, the patient had a follow-up visit and tee was performed. The imaging revealed a complete seal and a laminar mobile thrombus on the atrial facing surface of the device with maximum area of 0.2 cm2. The patient's medication regimen of aspirin and clopidogrel was discontinued and rivaroxaban was initiated in response to the event.